Event description:
Reporter stated that the 3rd and 4th internal contacts inside of the base unit are damaged (which can lead to an electrical short). No operator injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.